Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revised a triathlon insert. Dr. Said the patient ruptured their pcl at some point and it caused postero-lateral poly wear and instability. He revised from a 5x9 to a 5x11.